Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed. The technical services representative (tsr) reviewed proper procedures with the patient. The tsr assisted the home patient in ending therapy and advised the patient to start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A closed clamp on a patient line is a known cause of air in line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.